Event description:
Reporter alleged there was an error on the display of the blood glucose monitoring device, so customer went to the doctor as a result. Customer stated the doctor measured his glucose to be 110 mg/dl compared to his device, when then measured 251 mg/dl, when testing was performed 5 minutes apart. No actions were taken or treatment received as a result reportedly. A request was made for the return of the suspect device and replacement product was sent.